Manufacturer narrative:
A1: (B)(6). B4: (B)(6) 2021. G3: 12-aug-2021. H6: medical device problem code: 2682 - patient - device incompatibility. H10: radiographic images showed clear evidence of in vivo mechanical failure. The device had lost height, there was clear evidence that endplates had been in contact in vivo. Osteolysis was observed around the endplates. Lack of pre-op, post-op, and interim time points hinders further interpretation. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. It was not possible to ascertain the relationship between the osteolytic changes around the device, and the explantation. The risk management files were reviewed and no new risks were identified in the available reported information for this event that require any changes to the current fmea, risk analysis, or labeling. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information and the return of the device has been requested.

Event description:
It was reported that a patient with an m6-c and acdf was revised due to osteolyitic changes. Device malfunction was alleged.